Event description:
Patient does not want to schedule delivery of synvisc to dr. (B)(6) because the last time she had her injection back in (B)(6) 2015, her knee was swollen as "big as a balloon" and very painful. Dose or amount: 16mg/2ml, frequency: every 6 months, route: inj. Dates of use: (B)(6) 2014/on going. Diagnosis: osteoporosis.